Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 410 mg/dl. The customer resumed insulin delivery without receiving another alarm. A correction bolus was delivered to address the bg level. The contact declined tandem technical support's offer to troubleshoot and had thought that the tubing may have been the cause of the occlusion as it is too long for the customer and it usually was wound up in the carrying pouch.